Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months. Reportedly, the patient never regained consiousness. No further details were provided.

Event description:
On (B)(6) 2010, we received the response from the surgeon stating that the device had not been explanted prior to the patients death. He also stated the cause of death was heart failure / coagulopathy / multisystem failure. He specifically made the following statement "this elderly lady had avr+cabgx2. She had multiple preoperative comorbidities. She suffered heart failure and subsequently multisystem failure post operation. Her demise was unrelated to the implant."

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the surgeon, it was learned that the patient expired due to heart failure / coagulopathy / multisystem failure. However, the surgeon has disassociated the device from the event. Therefore, it has been determined that this is no longer a reportable event.

Manufacturer narrative:
Device not returned. This information was learned through implant patient registry. Two requests were made to the health-care provider (via email) for the device, operative report, and additional information (on 09/02/2010 and 09/09/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.